Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts were received by manufacturer. Event problem and evaluation: on 14 -jul-2015, a medtronic representative, following up with the site, reported that the site replaced the batteries with batteries they had ordered. The gantry issue was resolved during an imaging system checkout (completed on (B)(6) 2015), but no root cause was identified. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that imaging systems motion and x-ray batteries were not holding charge. They would get about 10 minutes of drive time with the system before it would power off. They were also receiving a critical battery level error message on the mobile view station (mvs). They confirmed that the system was plugged in and charging overnight when not in use. It was also reported that the systems gantry would only extend outward 4-5 inches and then stop. All other gantry motions (wag, tilt, up and down (y-direction)) were functioning as expected. No patient was present when this event occurred, so no patient demographics are applicable.